Event description:
Customer reports that the diameter of the tube appears larger than normal. Customer confirmed that this was discovered prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).